Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: saiseikai yokohama-shi nanbu hospital, kanagawa prefecture branch, saiseikai imperial gift foundation, inc. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting the foley catheter and checking sometime later, it had come out naturally. Then checked the balloon part, and it was deflated.